Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels since using the pump, and bg "average of 200" (mg/dl) and a1c of 8.6 for the past three months; however, there are no previously reported events. Customer indicated that the pump and/or insulin injections were used to treat bg levels. Reportedly, customer will contact health care provider to discuss pump settings and diabetes management.